Event description:
It was reported, the patient experienced persistent pain in the ribs and upper back after a revision procedure on (B)(6) 2013. The physician believes it's related to the dissection from the lead during implant. The patient was kept in the hospital and treated with muscle relaxants in addition to pain medication. Follow-up identified the patient was discharged on (B)(6) 2013 and advised to continue medications and consult with the physician. Further follow-up revealed the pain has improved. The patient was reprogrammed and has adequate coverage of the lower back and upper legs.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.